Manufacturer narrative:
The insulin pump was received with a blank display due to a moisture-damaged electronic assembly. The unit was also received with moisture damage on the motor and vibrator tube assemblies. The unit was unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, operating currents, unexpected restart error, off no power tests along with the self test due to the blank display. The following physical damage was noted: minor scratches on the lcd window, cracked casing at the reservoir tube window corners, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the customer went swimming without removing his insulin pump. Whenever he pushes the arrow keys lines on appeared on the display screen. The patient's blood glucose at the time of incident was 89 mg/dl. Troubleshooting was initiated for the exposure to moisture and the customer confirmed the display immediately went blank after exposure to moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.